Manufacturer narrative:
Intuitive surgical inc. (Isi) received the personality module surgeon console (pmsc) for failure analysis investigation, however, the investigation is still in progress. Therefore, the root cause of the customer reported failure has not been determined. A follow-up MDR will be submitted to the FDA once the failure analysis investigation has been completed and/or if additional information is received. The complaint is being reported due to a da vinci system malfunction rending the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if the reported malfunctioned were to recur it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted surgical procedure, there was no image in the surgeon side console's (ssc) right eye. The technical support engineer (tse) had the customer attempt to power cycle with no resolve. Tse had customer verify both left and right video was present on the vision tower. Logs reflected error 48200 leaf: config pmsc, slot 4 vol, expects scl". Tse had customer disconnect all input and output video to the surgeon console with no resolve. Tse had the customer attempt to hard power cycle the console twice with no resolve. All troubleshooting means for the surgeon console were exhausted. Tse asked if customer had the console from a second system available. Customer stated they did, but they did not want to bring that console in. Customer elected at this point to convert the procedure to laparoscopy. The procedure was converted to laparoscopy with no reported injury.

Event description:
Refer to h10/h11 for additional information.

Manufacturer narrative:
Additional information can be found in the following sections: g4, g7, h2, h6, h10. 4307 - intuitive surgical inc. (Isi) has received the personality module surgeon console (pmsc) for failure analysis investigation. Failure analysis confirmed that the pmsc failed the video test due to no video output in the right eye.